Event description:
A bipap a40 was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes indicating the cpu cannot communicate with the flow sensor and the pressure sensor were confirmed in the event log. The device's main board was replaced to address the issue. The device was cleaned and tested and passed all final testing.